Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that a ticket had already been opened for the same issue of the drug dispensing more than requested and that it was marked as resolved. The tss attempted to follow up with the customer; however, no response was received. No additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue where the same drug was assigned to multiple pockets. The device contained multiple pockets for fentanyl 1000 mcg/20 ml, and there was confusion regarding how the medication was assigned to each pocket and how refill determination was handled. The customer reported that the medication was not appearing on the refill report, resulting in all pockets reaching zero quantity, and the drug becoming unavailable to the anesthesiologist during a case. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.